Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post coronary intervention on left anterior descending artery. Once the patient was in the intensive care unit, the team observed a blood clot in the left ventricle. The patient coded and inappropriate flows were noted. In addition, the impella cp came back across aortic valve after cardiopulmonary resuscitation. The physician removed the impella cp. There is currently no indication that impella support caused or contributed to the patient coding

Manufacturer narrative:
The investigation for low pump flow and positioning issues has been completed. The complaint device not returned for investigation. Data log reviewed: suction alarms occurred. Positioning issue alarms occurred. Motor current spikes observed and clinical data confirmed clot in left ventricle (lv)noted. The flow didn't improved after repositioning performed. The cause of the low pump flow most likely was biomaterial ingest. The cause of the positioning issue most likely was use related due to improper technique as the pump went back to aorta. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12449: a5 should have been blank, ethnicity was unknown f6/f8-should have been left blank. G1 reporting contact fax number missing. H.6 code 2199 was reported incorrectly and 925 was inadvertently added twice.